Manufacturer narrative:
Device manufacture date: may 20, 2016. Device evaluation: result - no sample was received for evaluation. The device history record was reviewed for the reported lot 6118689 and no qn's or other events were related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted and released. The product is tested by pull force and leakage through of the different manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode as no samples were returned for evaluation. Bd could not confirm this as a manufacturing related issue. This defect reported is not related assembly process. This product is functional tested in final assembly by activation and leakage, during this test no incidents with exposed cannula, problems of activation and leakage have been reported. Quality has previously reviewed, evaluated and investigated this failure mode, concludes no further action is required at this time. Bd will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when needle is being pulled out of plastic catheter, it is getting stuck before being fully engaged in the safety feature. The blood starts backing out of the catheter and it creates a mess.